Manufacturer narrative:
Analysis: diagnostic images of the procedure were obtained for review. Conclusion: reocclusion is an inherent risk of any pta procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only complaint for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The investigator assessed this event as possibly related to the study device and procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the superficial femoral artery (sfa) to the proximal popliteal artery of the right leg. Approximately 13 months later, the hcp performed an atherectomy to successfully resolve the reocclusion of the patient's target limb. The sample was discarded by the user facility, and diagnostic images have been requested. No further adverse patient effects were reported.